Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
This incident was received via medwatch report, reference mw5179437, which was initially reported by the treating physician. However, limited information has been made available. According to the details provided, the patient experienced cystic corneal edema that, as of the date of the physician's report, resulted in reduced vision to 20/40 in the right eye and 20/25 in the left eye. As patient's baseline is unknown, the severity of the reduction cannot be established, additionally, it is unknown if the reduced vision is permanent or temporary. No further information has been received from the reporter, despite good faith efforts made by the manufacturer. As of the date of this report, additional information is unknown. This incident is being reported in an abundance of caution due to the allegation of currently reduced vision with unknown resolution, and the potential for serious injury, including medical intervention including treatment intended to prevent or preclude the possibility of permanent injury or impairment being required in some cases of cystic corneal edema. Should further information become available, a follow up report will be submitted as appropriate.